Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a keypad issue with the keys 8,9, and 0 during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. The reported keypad issue was confirmed during evaluation. A keypad test was performed, and it was observed that ¿0.9¿ appeared on the screen when the ¿9¿ key was pressed. A good known front panel assembly was used and confirmed that the keypad was defective. The reported condition was verified. The cause of the reported condition was a defective keypad. To resolve this issue, the font door cover assembly was replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.